Event description:
Report rec'd from the field indicated that when prepping device at the back table, it was noticed that the needle would not fully retract. Device was not used in-patient. Event was resolved by using another device. This product will be returned for evaluation & testing. Add'l info will be sent within 30 days upon receipt.